Event description:
A customer observed positively biased qc results using vitros valp reagent on a vitros 5,1 fs chemistry analyzer. Pt results were reported during the time of the event, but there was no allegation of pt harm.

Manufacturer narrative:
Investigation into this event found that positively biased qc results were obtained with vitros valp reagent. The customer has resolved the issue by implementing an on analyzer valp reagent equilibration procedure. Ocd is currently investigating this issue. The root cause of the event is unk.